Manufacturer narrative:
Inability to cool was rooted to built up pressure within the system as a result of crystallized glycol around the htf reservoir's mushroom valves which serve to relieve pressure within the system during cooling operation.

Event description:
User reported that neither of the 2 cooling channels of the heater cooling were cooling. The unit was fully charged. The unit was replace for the case which continued without issue.